Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple reset alarms after changing batteries. Customer did not clear settings feature in user settings menu. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The battery was inserted several times and the insulin pump monitored for 24 hours with multiple basal rates, passed self test and a21 test; no a21 alarm, reset alarm or unexpected pump reset anomaly noted. However, the insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.